Event description:
The customer reported via phone call that their insulin pump would shut off. Customer also reported their battery was not lasting for more than one day. The customer reported a low battery alert occurred. It was also reported, the customer had a failed battery test alarm on their insulin pump customer's blood glucose was 285 mg/dl at the time of the call. Troubleshooting did not find any damage or corrosion to the customer's battery compartment. It was found the customer received a failed battery test alarm at the end of troubleshooting. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.